Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee collateral ligament repair surgery, after successfully implanting the twinfix anchor, the knot was pushed and the suture broke. The anchor and the suture were not removed from the patient. It was necessary to drill an additional hole. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
A2, a3, a4 and b7 updated.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that a material certification is required with each lot. A review of the customer provided image finds the complaint insertion device and some broken suture material. This case reports a breakage of the suture while implanting the twinfix anchor, and neither anchor nor suture were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Both the suture and anchor are implantable, biocompatibility is not an issue. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. There is potential risk for micro-motion or movement, tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.